Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator has an intermittent xdcr error. The reporter confirmed that there is no patient involvement associated on this event.

Manufacturer narrative:
Result of investigation: the equipment was received in vyaire facility for evaluation. The reported complaint was confirmed and duplicated. This is isolated to faulty transducer sensor,diff pres,mini,2.5 inch h2o. This is a known issue which can be referenced with CAPA-000000281 and scar ps-16-23.